Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a ¿more than usual¿ meal at dinner, experienced hypoglycemia shortly after, treated with juice and glucose tablets, then consumed additional carbohydrates including cookies, halloween candy, and orange juice, which preceded subsequent hyperglycemia while using ilet with a g7 cgm. Symptoms included sweating during the hypoglycemic episode. Outcomes included temporary excursions outside the target range with low around 44 mg/dl and high around 391¿334 mg/dl, with return toward range after monitoring and insulin delivery was confirmed through tubing. Investigation included guided troubleshooting to verify insulin delivery through the infusion set and tubing, confirmation of sensor data trends, user education on meal announcements, and hypoglycemia treatment practices. Investigation of this case revealed no device alerts for low glucose during the event, appropriate device behavior in suspending dosing during downward trends, and user-driven overtreatment of hypoglycemia followed by rebound hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user response to hypoglycemia and the learning phase of automated dosing with meal announcements rather than a device malfunction.